Event description:
One touch ultra meter would not power on. The pt last test was performed the same day as the day of calling lfs. The pt had contacted a medical professional for advice; however, no further treatment was sought. The pt neither alleged harm nor experienced injury or medical intervention. The customer service representative confirmed that the correct test strips were being used, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.